Event description:
The devices were returned to MFR personnel from the medical examiner. No info was provided. The device was thought to be a cardiac device, but it was later noted the device was a dbs neurostimulator. The cause and date of death were not reported. The MFR's device tracking system indicated the pt expired in 2006.

Manufacturer narrative:
Final device analysis was not complete as of the date of this report. A f/u report will be submitted, when device analysis is complete.